Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"Hlfdbx1000c 1000 micron single-use laser. Customer called to report that during a procedure portion of the laser fiber broke off and fell into patient's bladder. Broken section of fiber was not recovered from the patient." "(B)(6), (B)(6)medical center employee, was requested by the doctor to contact olympus. Doctor had commented that this was the first time that any portion of the laser fiber had ever broke off during a procedure. Doctor was concerned for the patient because they were unable to retrieve the broken fiber from the patient."